Event description:
The doctor claims that there was "unusual" bleeding at the end of the procedure. The bleeding stopped after approximately 30 minutes. There was no injury or complication to the pt. On 3/4/2003, co received the following add'l info: the graft was implanted for an aortic-femoral aneurysm bypass procedure. The leakage of blood was from the walls of the graft. Approximately 250cc of blood was lost through the graft. The bleeding was stopped by tamponing with gauze. The graft was left in. The post-operative condition of the pt is good. The clinical outcome of the case was good.